Manufacturer narrative:
The customer contacted a siemens customer care center. The customer stated that their quality controls were out of specifications. The customer performed a look back on patient samples and found that there was difference of about 24.6 to 45 percent between the initial and repeat results. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service check. The cse calibrated and adjusted the reagent probes 1, 2 and 3 and also calibrated the sample probe bottom positions. The cse ran quality controls and precision testing, which were acceptable. The cause of the discordant vitamin d results on multiple patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant vitamin d results were obtained on multiple patient samples on an advia centaur xp instrument. The samples were repeated on the same instrument, resulting different from the initial results. The initial results were reported to the physician(s), whereas the repeat results were not reported. The samples were sent to an alternate laboratory for testing. The results obtained from the alternate laboratory are unknown. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant vitamin d results.

Manufacturer narrative:
The initial MDR 2432235-2017-00207 was filed on march 23, 2017. The first supplemental MDR 2432235-2017-00207_s1 was filed on april 20, 2017. Additional information (05/24/2017): a siemens headquarters support center specialist reviewed the service report and concluded that misalignment of the reagent probes 1 and 2 as well as sample probe could have impacted vitamin d results.

Manufacturer narrative:
The initial MDR 2432235-2017-00207 was filed on march 23, 2017. Additional information (03/29/2017): additional information was provided stating that the customer had alerted the physicians(s) about the issue with vitamin d results and advised them to retest patients if they believe the results did not match the clinical picture of the patients. Additionally, a siemens technical application specialist (tas) was dispatched to the customer site to follow-up with the customer. The tas performed precision study, which were within specifications except the low level coefficient of variation check. The customer then performed comparison study and the results were acceptable except for specimen ID (B)(6). A siemens customer service engineer revisited the customer site and performed precision study with new lots of quality controls and the coefficient of variation check were within specifications. The cause of the discordant vitamin d results on multiple patient samples is unknown. Updated with the comparison study data provided by the customer.

Event description:
The customer had alerted the physicians(s) about the issue with vitamin d results and advised them to retest patients if they believe the results did not match the clinical picture of the patients.